Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, one curved opening, and wear abrasion. A microscopic analysis and leak test were performed which identified one sharp opening and one striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one sharp opening in the side valve bond edge assessed as unidentified (tear) opening, and one striated opening in the posterior side assessed as surgical damage. Additional, changed, and/or corrected data: h.3., h.6.